Event description:
During valve deployment in a tavr procedure, the delivery system balloon burst. The valve landed 50/50, with no paravalvular leak (pvl) and no central aortic insufficiency (cai). Post dilation of the valve was not needed. The delivery system was removed intact from the patient, and there was no injury to the patient. The patient is in stable condition. It was indicated that the patient had severe calcium, and a chunk of calcium could be seen on echo just by the valve stent. There was no reported malfunction of the device. The balloon was flushed post procedure, and a tear was seen along the length of the balloon. The device was discarded. The patient¿s native annulus are via CT was 440-455, by tee it was 20x25. The sinotubular junction (stj) was 25mm and severely calcified. The patient¿s native valve/leaflets were severely calcified, and the sinus of valsalva (sov) was 33mm.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. Per the technical summary, a detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s severely calcified native valve/leaflets as well as a severely calcified sinotubular junction (stj) likely caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.